Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight and opening extended. A visual and microscopic analysis was performed which identified, striated opening on anterior. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contractures, baker grade iii. Device remains implanted.